Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated that they could not finalize the consumable change as the insulin pump was changing when the piston was encountering the reservoir. The customer's blood glucose was mg/dl at the time of incident. Troubleshooting was performed and customer was advised to discontinue use of the insulin pump and revert to back up plan. The device will return for analysis.